Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article reviewed, entitled "the delta experience. Does it fly?", by william h. Seitz, jr, md, published semin arthro 16:268-273 © 2005. Author reviewed the results of twelve patients who underwent revision shoulder surgery utilizing the depuy delta reverse shoulder prostheses, with a cemented humeral component (cement manufacturer not identified). All patients had experienced at least one previous shoulder procedure, and all were severely disabled because of their shoulder arthropathies. Nine of the twelve had received failed hemiarthroplasties (manufacturer(s) unknown) and three failed soft tissue repairs. It was reported one major complication occurred among the twelve that required additional revision surgery, a dislocation for a patient reported to have been quite active. It was reported that at revision, it appeared that an inadequate amount of tension had developed through the deltoid, allowing for anterior subluxation and dislocation. This was corrected by revising the poyethylene humeral cup to add more height and tension. At the time of revision, it was noted that there was significant medial and posterior wear of the polyethylene cup.

Manufacturer narrative:
Original alert/awareness date was reported in error. The alert date should have been (B)(6) 2018 as that was when the literature articles were reviewed. Should be (B)(6) 2018.